Manufacturer narrative:
The co rep found the incorrect luer fitting being used to plug the safety disk. Replaced the luer fitting (p/n 0103-00-0211). Pump motor is noisy and found muffler had fallen off of pump motor. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, prior to use on a patient, the unit failed the safety disk leak test. The iabp was replaced with another and therapy was initiated.